Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 200-299 mg/dl. Contact kept pump in a cooler when customer was not wearing the pump. Outside temperature was 110 degrees, occlusion occurred when pump was removed from the cooler to deliver a bolus. Tandem technical support informed customer that the rapid temperature change may have contributed to the occlusions. Customer acknowledged information.